Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "door jammed" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The I/o print circuit board was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since the item was found during eval of the device.